Event description:
The event involved a tego¿ connector. It was reported that the tego plug was attached to the arterial line of a properly secured dialysis catheter; however, blood was observed flowing through the plug. The tego connector was found to be defective around the protective plastic membrane. There was patient involvement, but no patient harm was reported.

Manufacturer narrative:
The device has been requested for evaluation; it has not been received. The investigation is pending.

Manufacturer narrative:
One used. List #d1000, tego¿ connector, appx 0.05 ml. As received, the device's seal collapsed and a tear around the seal was observed. No mating device was returned for evaluation. The sample was leak and vacuum tested and passed all the testing. Even though the sample passed the functional test and no leaks were noted, the customer's complaint of leakage can be confirmed based on the returned used tego. The probable cause is due to inconsistent amount of silicon lubricant on the tego seal and adhesive not being applied consistently at the specified points on the housing according to procedure. The device history record (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint. D9 - date returned to MFR: 19feb2026.

Event description:
Additional information: the product was kept in its original packaging in the facility's warehouse.